Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter, which resolved the issue, customer confirmed pump began charging.